Event description:
A center director reported pt with sub epithelial infiltrates (sei), unk etiology of the right eye at photorefractive keratectomy (prk) post-operative visit. Add'l details indicated patient also complains of pain and discomfort at visit. Add'l info indicated the patient was first managed with antibiotics then steroids added. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).